Event description:
It did not control the bleeding [device ineffective]. Case narrative: this initial spontaneous report originating from the united states was received from a physician via company representative, referring to a female patient of unknown age. The patient's medical history included pregnancy and previous caesarean section. For her latest singleton pregnancy, she was not induced and was not dilating so was sent for an emergent caesarean. Her current conditions included uterine atony and multigravida (reported as baby number 5). The patient lost 2 liters of blood prior to vacuum-induced hemorrhage control system (jada system) placement and remained in the operating room (considered as hospitalization). Her concomitant medications included methylergometrine maleate (methergine), carboprost trometamol (hemabate) and oxytocin (pitocin). Her past drugs and allergies were not reported. This report concerns 1 patient and 1 device. On (B)(6)2023, the patient was inserted with vacuum-induced hemorrhage control system (jada system) 2.0 via intrauterine route (lot#, serial # and expiry date were not reported) by the attending physician for postpartum hemorrhage. Reportedly, the device came with a blue seal valve. It was reported that the vacuum-induced hemorrhage control system (jada system) was not in place but for a few minutes (also reported as "a couple of minutes"), and it did not control the bleeding (device ineffective, onset date: 30-may-2023) and on the same day, the vacuum-induced hemorrhage control system (jada system) was removed. The patient sought medical attention and the physician opted to perform a hysterectomy. There was a 4.5 liters of total blood loss, however, the physician could not perform any transfusion as patient was a jehovah's witness. Reportedly, the maternal admission in the intensive care unit (ICU) was required, and the patient was still in the ICU at the time of reporting (considered as hospitalization prolonged). On (B)(6)2023, the patient's hemoglobin and hematocrit (reported as "h/h") were 5.5 and 17 (units not reported), and her platelets were 65 (units not reported). There was no invasive placenta, and the patient was not diagnosed with endometritis or disseminated intravascular coagulation. The suspected cause of the postpartum hemorrhage was uterine atony. No additional adverse event (ae), and no product quality complaint (pqc) was reported. It was unknown if vacuum-induced hemorrhage control system (jada system) was available for evaluation. Upon internal review, the event of device ineffective was considered to be serious as it required intervention. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury FDA code: (health effects - health impact per annex f): 4624 surgical intervention (one or more surgical procedures was required, or an existing procedure changed). This case (B)(4) is newly created to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4), MFR number 3002806821-2023-00067. We will be retaining the old case (B)(4), MFR number 3002806821-2023-00067 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added in the newly created case (B)(4).

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release. This new case (B)(4) is created to accommodate product model and UDI related data correction and to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4), MFR number 3002806821-2023-00067. We will be retaining the old case (B)(4), MFR number 3002806821-2023-00067 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added to the newly created case (B)(4).